Event description:
The tps micro driver was returned for service. Upon evaluation at the manufacturer, it was found to run in safety mode. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, corrosion was discovered in the sockets and the pc board and motor were damaged.